Event description:
A reliant balloon was used in a patient as an accessory product during an endovascular treatment of a 4.5 cm in diameter abdominal aortic aneurysm. The reliant balloon was being used after deployment of an endurant stent graft system. The vessel morphology was reported as there was no tortuosity or calcification. It was reported that the reliant balloon was positioned at the proximal sealing zone of the stent graft. As it was being inflated (during the first inflation) it was clearly leaking seen that contrast was exiting the balloon. Another reliant balloon was used for post dilatation. There were no patient complications. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (balloon leak); (unknown cause of leak). Conclusion: (unknown cause of leak).